Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The cgm reading was high and therefore the patient was self-treated with insulin. The patient experienced hypoglycemia and became unresponsive (did not lose consciousness). The patient´s wife found the patient and called an ambulance. At the hospital they performed some tests: blood test, x-ray, electrocardiogram (EKG) and computed tomography (CT) scan; there was no documentation about the results. At the emergency department they took the measurements and the cgm reading was high, and the blood glucose reading was 60 mg/dl. The patient was treated with IV glucose there. The patient recovered and was discharged after 4 hours. When the patient was discharged and sent home the bg was 112 mg/dl. At the time of the report the patient was feeling normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.